Event description:
It was reported that when the device was used ;during a subtotal gastrectomy, after firing, the staples were not perfectly b-shaped. There was no reported patient consequence. It was not reported how the case was completed.